Event description:
The customer reported that their central nurse's station (cns) is not showing any picture on the screen and that they are experiencing syncing issues after their facility went through a power outage. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not showing any picture on the screen and that they are experiencing syncing issues after their facility went through a power outage. No harm or injury was reported.